Manufacturer narrative:
Each of the 4 patients were women ranging in between the ages of 30 and 38, the mean age being 34. Patient weight is unknown. Date of event:unknown date in 2010. PMA 510k: this report is for one unknown 1.5 synthesw mini plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: imholz b., richter m., dojcinovic I., hugentoler m. (2010) non-union of the maxilla: a rare complication after le fort I osteotomy. Rev stomatol chir maxillofac, 111: 270-275. Switzerland. The purpose of this study was to discover the possible etiological factors involved in the rare complication of maxillary non-union following a le fort I osteotomy. The study begun with a retrospectively analyzes of the files of 150 patients who had undergone le fort I osteotomy between the years of 1996 and 2006. From those 150 patient files 4 patients¿ files were found with the complication of maxillary non-union. Those 4 patient act as the focus of the study. Each of the 4 patients were women ranging in between the ages of 30 and 38, the mean age being 34. All of the patients had skeletal disharmony, both sagittal undergone bimaxillary osteotomy, class iii (retromaxillary and promaxillary), associated with vertical disharmony (open-bite and/or transverse discrepancy). The third patient underwent a bimaxillary osteotomy: le fort 1 for overhang (6 mm) and retraction, anterior (3mm) bsro for adaption. Following her procedure, she experienced dacryocystitis and mobility. After a 3d scan it was discovered that she had not met union and that her plates were fractured. In all cases, the treatment for the non-union was a repeat operation via vestibular access for placement of the previous material from the osteosynthesis (found fractured or mobile in all cases), curettage of the fibrous tissue interposed in the osteotomy area, sharpening of the osseous edges, verification of occlusion with a temporary tmb, fixation by way of a new osteosynthesis with l and y plates with 4 holes and 2.0 screws (synthesw) by changing the position of the screws, and filling of the area with corticospongeous, iliac bone grafts. The treatment was completed with an endontic treatment and an apical resectioning for the patient suffering from a dentalrelated sinusitis. Each patient was originally implanted with 1.5 synthesw mini plates which are now believed to have been too small to resist the ¿orthodontic forces and occlusal imbalances¿ leading to fracturing plates and moving screws. Concomitant device: screws (part/lot unknown, quantity unknown) this report is for one unknown 1.5 synthesw mini plate. This is report 3 of 4 for pc-000081477.